Event description:
It was reported that the customer had a blank display on the insulin pump. Pump had a low battery alert, battery out limit alarm, and a failed battery test alarm. Customer's blood glucose level was 271 mg/dl. Customer was in the bathroom and the pump was on the sink. Pump fell on the ground and it will not come back on. Customer found no signs of physical damage. Customer performed troubleshooting and will be sent a replacement battery cap. Customer was advised to monitor the pump. Pump passed the displacement test. No further assistance needed.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not being fully connected into a component on the interface board. Unable to confirm the battery out limit, low battery or perform the functional check due to the blank display. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner, and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.